Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues with the system controller lcd display was confirmed via evaluation of the returned system controller (serial number: (B)(6)). The returned system controller was connected to a test system monitor/power module and it was observed that the lcd display was distorted and discolored, preventing information from being clearly read from the display. The observed lcd display issues did not affect the controller¿s ability to operate a test pump at the set speed. The lcd screen was replaced with a test lcd screen and the visibility issues resolved, isolating the issue to the lcd screen of the returned controller. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The analysis could not determine the cause of the lcd screen malfunction. Incidental findings: the lcd display observed to be discolored and distorted, preventing information from being read from the display. Green substance was found within the interior of the controller. Heartmate ii patient handbook (rev b) and the instructions for use (rev b) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii patient handbook (rev b, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including their system controllers, and to obtain replacements if necessary. Heartmate ii patient handbook rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller had multiple lcd failures. There was an overall sepia hue across the lcd screen, and with the loss of contrast the patient could not read the parameters on the controller. The controller was replaced.